Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer states that during a case the video on the left monitor had a vertical shift causing distortion to the image. They rebooted within the case but weren't able to recover. No patient injury was reported.